Manufacturer narrative:
This report is for an unknown cage/ spacers: opal/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hu, y.h. Et al (2019), cage positioning as a risk factor for posterior cage migration following transforaminal lumbar interbody fusion ¿ an analysis of 953 cases, bmc musculoskeletal disorders, vol. 20 (260), pages 1-10 (taiwan). The aim of this retrospective study is to address the relationship between cage position and posterior cage migration (pcm) and to identify other risk factors for pcm. Between march 2014 to october 2015, a total of 953 patients (314 male and 639 female) with a mean age of 62.65 ± 12.28 years were treated with transforaminal lumbar interbody fusion (tlif) and combined bilateral pedicle screw instrumentation. Surgery was performed using opal cage (synthes, west chester, pa) and other competitor devices. The follow-up period was a mean of 38.06 ± 3.11 months after surgery. The following complications were reported as follows: 24 patients (8 male and 16 female) developed posterior cage migration. 6 of these patients received revision surgery due to intolerable back pain, leg pain or progressive palsy. The other 18 patients were asymptomatic or tolerable. Of the 48 cages inserted in 24 patients in the pcm group, 24 of 48 (50%) cages migrated posteriorly after the operation. A (B)(6) year-old female patient had pcm at l4/5 13 days postoperatively. 15 patients developed deep surgical site infection after the operation. This report is for an unknown synthes opal cage. This report captures the reported posterior cage migration in 8 males. 6/24 patients received revision surgery due to intolerable back pain, leg pain or progressive palsy. The other 18 patients were asymptomatic or tolerable. This is report 3 of 10 for complaint (B)(4). The complaint involves total 25 devices, additional devices reported under linked complaints (B)(4).